Event description:
A pt contacted customer service 3 days after the event, concerned that their meter results were erratic based on back to back results. Multiple attempts to contact pt and confirm the info were finally successful in 2002. New information was rec'd and is as follows: results were in mmol/l, which is the correct unit of measure. At 16:15 pt took 10 units rapid acting insulin. At 16:30 pt ate dinner, approximately 85-90 grams of carbohydrates. Pt bases insulin on their carbohydrate count (1.1 unit to 10 grams). Pt also stated that they will not inject insulin if their blood glucose level is low; however pt is not on a sliding scale. When asked what is low for pt, pt stated "oh they don't know". At 16:45 their blood glucose reading was 4.9 mmol/l. 2 hours later, at 18:45, pt exhibited symptoms of "sweating, shaking, was sleepy, not articulate and [unable] to walk". At 19:03, pt obtained a reading of 14.7 and did not take any actions because of the result they obtained. Their friend urged pt to eat something sweet in order to raise their bg. Pt chose not to follow their suggestion, no convinced pt was hypoglycemic. Pt based their decision upon the readings. Also, pt did not see any reason why they would have been hypoglycemic: pt did not skip any meals. The meals were not lighter than usual and pt did not exercise that day (the only physical effort was going grocery shopping). No adjustments were made to their insulin regimen at dinner. At 20:54, another blood test was conducted because their friend insisted and the result was 14.7 mmol/l. Pt refused to treat themselves as per their friend's recommendation. Pt ignored the symptoms, thinking that perhaps the symptoms had nothing to do with a low sugar level. At 21:12, their friend tested pt because pt was almost unconscious and the result was 6.1 mmol/l. Freind fed them honey at that time. Because their control solution had expired, a quality control test could not be performed during the conversation. A meter to lab comparison 3 to 4 months ago was 5.2 mmol/l on the meter and the venous sample laboratory analysis result was 5.8 mmol/l. According to the pt, the allegedly inaccurate high readings pt obtained on their meter contributed to their insulin reaction. Pt explained that when their blood glucose levels are low, pt does not inject any insulin (pt is not on a sliding scale). In addition, pt believes that had their friend been absent pt might not have treated their hypoglycemia on time. The meter to lab correlation of few months ago shows meter within specs. There is no control solution result and it is not clear if customer tested before the incident on the meter and what the reading was. Therefore there is no evidence of a meter malfunction which could have contributed to this incident. The meter would be inspected once it is back. This case is reported based on the fact that meter was giving high reading of 14.7 mmol/l while the customer was experiencing symptoms of low blood glucose, and that the recurrence of this situation could lead to serious injury.